Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of peritonitis was not provided. It was unknown whether laboratory analysis were performed, if remedial therapy was provided or if the event of peritonitis resolved. It was not reported whether extraneal and physioneal 40 therapies continued. The reporter did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.